Manufacturer narrative:
Correction: the event of ¿clot¿ was captured with the code for hemoptysis. The patient did not experience a pulmonary embolism, therefore, the patient code for pulmonary embolism does not apply to this event.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(4) study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2015. The procedure was completed with no patient complication. There were no device issues noted during the procedure. On (B)(6) 2015, the patient experienced dyspnea, hemoptysis and was diagnosed with acute respiratory failure. The patient presented at the emergency room and was admitted to the ICU where she was intubated. During hospitalization the patient also experienced a fever and was treated with levofloxacin. In addition, a clot was detected in the main bronchi. The patient was also diagnosed with bilateral pneumonia. The patient was discharged on (B)(6) 2015, when she was able to maintain a saturated oxygen level of 96-98%, and the hemoptysis resolved. Baseline spirometry values: visit date: (B)(6) 2014 - pre-bronchodilator; fev1: 1.75; fev1 % predicted: 61.70; fvc: 3.34; fvc % predicted: 101.10. Post-bronchodilator - fev1: 2.24; fev1 % predicted: 78.80; fvc: 3.72; fvc % predicted: 112.80.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(4). According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2015. The procedure was completed with no patient complication. There were no device issues noted during the procedure. On (B)(6) 2015 the patient experienced dyspnea, hemoptysis and was diagnosed with acute respiratory failure. The patient presented at the emergency room and was admitted to the ICU where she was intubated. During hospitalization the patient also experienced a fever and was treated with levofloxacine. In addition, a clot was detected in the main bronchi. The patient was also diagnosed with bilateral pneumonia. The patient was discharged on (B)(6) 2015, when she was able to maintain a saturated oxygen level of 96-98%, and the hemoptysis resolved. Baseline spirometry values: visit date: (B)(6) 2014, pre-bronchodilator: fev1: 1.75, fev1 % predicted: 61.70, fvc: 3.34, fvc % predicted: 101.10; post-bronchodilator: fev1: 2.24, fev1 % predicted: 78.80, fvc: 3.72, fvc % predicted: 112.80.

Manufacturer narrative:
(B)(4). (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.